Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient emailed the manufacturer trying to find doctor to repair their device, specifics were not given. Doctor listing was sent. No symptoms were listed and no further complications were reported or are anticipated.